Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) study. It was reported that restenosis occurred. In (B)(6) 2013, the patient presented for elective coronary procedure. The 90% stenosed, 5.0mm in length, concentric, de novo target lesion was located in the tortuous, non-calcified, and 2.25mm in diameter first diagonal branch of the left coronary artery. Following pre-dilation, a 2.25mm x 16mm promus element plus drug-eluting stent was deployed at 12 atmospheres to treat the lesion. Following post-dilatation, timi flow was 3 with 0% residual stenosis. The procedure was successfully completed, and the patient was discharged. In (B)(6) 2017, restenosis of the mid left anterior descending artery was noted.